Event description:
This lead was explanted and replaced because it dislodged. The patient had difficult anatomy and so the physician chose a passive lead in the replacement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.